Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 the patient underwent following procedures, reopening left l4-5, l5-s1 laminotomies, mesial facetectomies. Lumbar l4-5-s1 360 degree fusion using cages interbody anteriorly and percutaneous screw rod fixation posteriorly. Bone grafting using autologous bone and rhbmp-2 bone graft. Monitoring of fluoroscopy. Preoperative diagnosis: recurrent herniation left l4-5 and left l5-s1 discs. Segmental degeneration with osteophytosis l4-5 and l5-s1. As per op notes: ¿a 3d CT scan was done in the operating room and this showed good position of the fusion elements. Autologous bone and rhbmp-2 bone graft were used in the interbody spaces and in the interbody cages.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.